Event description:
Per complaint (B)(4), a dental implant's platform was deformed during initial placement. The implant would not properly fit into the insertion instrument. The implant was removed. No adverse patient consequences were reported.